Event description:
The customer reported that there was a ma on error message, charger failure and filament regulator errors were also seen attributed to the same cause. This error may cause the system to shutdown un-commanded. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.